Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise was observed on the atrial lead. Diagnostic imaging was performed and the right ventricular (rv) lead was suspected to be micro-dislodged. The atrial and rv leads were explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2020-22658.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix extended within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.